Manufacturer narrative:
Additional information has been requested, and if received, will be provided on a supplemental report.

Event description:
It was reported that, "when drilling the k-wire into the lateral cortex of the femur, the k-wire went superior to the center of the hole in the nail. This happened on both the right and left side of the patient - the case was bilateral gamma nails. This in turn caused the physician to be unable to send the cannulated lag screw drill over the k-wire. All of this caused a delay in the case."